Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic, on surgical stapling, the device did not fire and the surgeon was not able to squeeze the handle. The stapler got hard and did not advance the stapling and cutting system. Another stapler was opened to complete the case. There was no patient injury.